Event description:
The customer called and reported that the connectors on her olympus connecting tubes were breaking and popping off mid-cycle during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
The evaluation of the event is still on-going. Should additional relevant information be provided another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. The serial/lot number was not provided, therefore, the manufacturer date is unavailable. Based on the results of the investigation, a definitive root cause could not be determined as no abnormality was found with the connecting tube. As a result, it is likely the tube was not pushed in all the way when it was connected (until the click was heard) or foreign material was caught in the connection making it impossible for the tube to connect. The event can be detected by following the instructions for use (IFU) which state: "9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.